Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58j93. Investigation summary: the analysis found that one ec60a device was returned was returned with no apparent damage with an ecr60b cartridge reload present. The cartridge reload was received partially fired 1/16. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. No functional test was performed due to condition of the device. While no conclusion could be reach as to how the knife was partially advanced, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the endoscopic radical resection of rectal cancer, after installed the reload, could not close the jaw before insert into trocar. Another brand's device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.